Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) been completed. The reported problem (does not power on properly) was confirmed. As received, the charger was resetting. Upon evaluation, there was contamination on the battery board. The root cause of the contamination is liquid ingress of an unknown contaminant. In addition, the charger exhibited a failure at pld component u1003 and pxa component u104 on ca board sn 54012101. Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. The cause of the inability to power on properly is isolated to the contamination or the pld/pxa failure. The root cause cannot be isolated. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was not powering on properly.